Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, which involved charging and reconfiguring the pump. Following these steps, the customer successfully started a sensor session, and the cgm error code did not reappear.